Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with return of device. Failure event observed during analysis. Final analysis found that the lead was returned in one piece. An insulation abrasion at 83.0 cm to 84.1 cm from the connector pin. Abrasions were consistent with constant friction of another implantable device.